Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the longer of the two spikes has fractured at its base. The device has a potential field age of approximately 7 years. Fracture of the spikes may be attributed to several factors, some of which may include: the absence of a radius at the base of the spikes, off-axis impaction, and/or degradation of the material properties due to age and use. Due to the age of the device this failure can be most likely attributed to the device exceeding its useful life due to normal wear. Evaluation: material hardness is conforming to print specification. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.

Event description:
It was reported that a spike from the instrument broke off and fell into patient. Surgeon found and removed the piece of metal without incident.